Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2009. When the procedure was completed and the nurse was pulling off the tubing, the pneumatic switch broke off. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). (B)(4). Broken pneumatic switch. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.